Event description:
It was reported that the 9800 system displayed a message that stated "automatic power off in 5 seconds" and system froze. System was rebooted and worked as intended. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.